Event description:
Reported as "last week doctor had a problem with a mislabeled implant. A 500cc implant. This was not noted until the implant was placed in the pocket. Doctor opened a second larger implant before noting the error, placed this as well. Things wtill did not look right. Doctor removed both implants and noted that the initial implant had to be mislabeled. Doctor then ended up opening and using 2 of the initial chosen six implants.